Event description:
It was reported that during a follow up, an alert for increased hv lead impedance was observed. The patient condition is good. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.